Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received pump errors alarm and stated the pump exposed to magnetic field. Customer also experienced pump rattle when it shook. No harm requiring medical intervention was reported. Troubleshooting was performed and customer successfully cleared the alarms but could not spot any visible damage, customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the device for alleged he motor arm cannot communicate with the main arm, pump software error detected, and drive count error boundaries exceeded after movement. Alarms, magnetic field exposure, and device rattling when shaken found on (B)(6), 2022. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08675 inches. No unexpected the motor arm cannot communicate with the main arm, software error detected, 37, 38, drive count error boundaries exceeded after movement., or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement, insulin flow blocked alarms, or displacement anomalies noted during testing. The device history and trace files were successfully downloaded using thus. No unexpected rattling noise noted when shaken. A review of the downloaded history files reveals on (B)(6), 2022 at 23:00 there was one (1) he motor arm cannot communicate with the main arm alarm, one software error detected (line number 401 file number 38), and one ,drive count error boundaries exceeded after movement. Alarm that occurred. R&d engineering evaluation: software error detected was triggered during one-minute periodic test since the top stack was corrupted - memory corruption- suspecting the hw. The motor arm cannot communicate with the main arm was the consequence of the pe14 and was expected drive count error boundaries exceeded after movement. Was triggered since the drive time exceeded the limit - suspecting the hw the device was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (electric board), the motor, or force sensor and no loose components on the electronic assembly noted during. The motor flex cable on j5/electric board was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed.t he motor arm cannot communicate with the main arm, pump software error detected, and drive count error boundaries exceeded after movement alarms are isolated to the hardware. The exposed to magnetic field or MRI anomaly may have been an intermittent failure that was not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The motor arm cannot communicate with the main arm, software error detected, and pump error 42 alarms are confirmed,, isolated to the hardware. Unexpected rattling noise when the pump is shaken is not confirmed however, other cosmetic damage was found. The exposed to magnetic field or MRI anomaly is not confirmed and may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act